Event description:
The handpiece was returned to the MFR for trade-in, and during the eval it was found that the blade mount is chipped. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences at the MFR as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval it was found that the blade mount is chipped. Based on investigation details, this can occur if non-MFR blades are used with the handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in this failed condition, it may be possible that the blade would not cut properly due to this chip.